Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a steel infusion set and contacted support for assistance with an infusion set and cartridge change; blood glucose was 202 mg/dl, and troubleshooting and education were completed without any device alerts or alarms. Symptoms included elevated blood glucose. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included guided troubleshooting to remove the existing infusion set, perform a rewind, replace the cartridge, connect new tubing and infusion set, fill tubing, apply the new infusion set, and fill the cannula. Investigation of this case revealed no device malfunction or alarm conditions and that the event was consistent with hyperglycemia of unclear cause, with resolution steps focused on infusion set and cartridge replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.